Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es results were obtained for two different patient samples and a known troponin I free sample run on a vitros 5600 system. The most likely assignable root cause for the events is analyzer related. In addition, pre-analytical sample handling or a transient reagent issue could not be ruled out as contributing factors. The ocd field engineer performed service actions to multiple analyzer subsystems; however, the tropi es non-reproducibility issue on the 5600 system continues. The investigation is ongoing.

Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results for two different patient samples and a known troponin I free sample run on a vitros 5600 system. Patient 1 result: 7.06 vs expected <0.012 ng/ml patient 2 result: 0.146 vs expected <0.012 ng/ml troponin I free sample result: 0.317 vs expected <0.012 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The result from patient 1 was reported from the laboratory and the patient was admitted to the hospital. The physician requested repeat testing and a corrected result was issued. The ortho technical solution center was unable to determine if the patient received any medical treatment solely based on the higher than expected tropi es result. The result from patient 2 was not reported outside of the laboratory. Ocd has not been made aware of any allegation of patient harm due to these events. (B)(4).